Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to a failing aortic valve bioprosthesis. Per the op report, he had development of an abdominal aortic enlargement from 3.5 to over 5 cm. It was about 5.2 cm. He also had some thickening of his aortic valve. During explantation, the patient's valve was noted to have the start of pannus formation on it. The explanted device was replaced with another edwards bioprosthetic valve. The valve was secured well and was inspected. The valve looked good with no areas of leak. No operative complications reported.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The op report documents pannus formation on the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.